Manufacturer narrative:
The returned device was evaluated. External visual inspection showed no damage or defects. The device does not power on with lab stock batteries. The device was connected to an external power supply but does not power on and is observed to draw 170ma, exceeding 55ma at 6vdc for normal operational power draw. The circuit board was observed to warm up at component u7 on the instrument board, temperature measured at 113.2f (45.1c) after stabilizing for 30 minutes. This temperature did not exceed the maximum allowable limits (48c) of temperature safety requirements for surface contacted greater than 1 minute. No internal physical defect or damages observed via visual inspection without magnification. The customer complaint was duplicated, the short circuit prevents the device from powering on. A service history record review reveals that this unit was in the field for over two (2) months with no previous reported issues related to this reported event. (B)(6).

Event description:
The customer reported the rad-5 powered off suddenly. The device was hot and was unable to power on. No patient impact or consequences were reported.